Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the broken cable. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the surface. The broken cable segment stuck out at the instruments wrist. The other cables at wrist were not damaged. This report does not admit that the report or information submitted under

Event description:
It was reported that during a da vinci si total benign hysterectomy, the cable broke on the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.